Event description:
Additional information obtained reported that there were two patients that had undergone bronchoscopy with the device in question that were infected with a multi-drug resistant bacteria; the hospital was unsure where or when they were infected. The hospital was exploring all possible sources of infection. The hospital did not have a traceability system, and there were no records of disinfections. The hospital did not perform microbiological tests on the device. Olympus sent the scope for microbiological testing. The distal end unit was swabbed and a sampling solution was obtained from the biopsy/suction channel. There were no organisms detected in either sample. Patient identifier (B)(6) is for patient 1. Patient identifier (B)(6) is for patient 2.

Manufacturer narrative:
Upon evaluation of the returned device, multiple defects were found, including: leaking of the a-rubber and connector, deformed distal end of the insertion part, a cementing defect on the a-rubber, deformed/kinked connecting tube, and fiber breakage on the image guide bundle. Scratches were noted on the connecting tube, grip unit, up/down knob and the universal cord. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the subject device and the reported event could not be identified. The user did not perform microbiological tests on the device. However, it was confirmed that the user deviated from olympus¿s reprocessing steps. Brushing was not performed in the biopsy channel, suction channel, biopsy port, or suction cylinder during manual cleaning. As previously reported, when olympus culture tested the device after reprocessing in accordance with instructions for use (IFU), the results conformed to the regulation's recommendation. There were no microorganisms detected. Therefore, the root cause of the reported event could not be determined. The event can be detected/prevented by following the IFU which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. At the time of this report, olympus has not received evidence of microbial culture testing or confirmation through a third-party testing facility. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during routine testing, the oes bronchofiberscope tested positive for multidrug-resistant microbial contamination. Additional information has been requested pertaining to this reported event. The user did not report any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.